Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that she had issues with calibration errors on the sensor. The blood glucose reading was 296 mg/dl and the customer treated with the insulin pump and declined troubleshooting for that issue. The customer also reported a low blood glucose 45 mg/dl when there was a sensor reading of 294 mg/dl. The insulin pump was not replaced or returned for analysis.